Event description:
Customer reported the sys is not displaying anything on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the isd pcb in the workstation. Sys operates as intended.